Event description:
The customer reported the visera elite iii led light source had a technical problem, probably at the connector level. The light cables were not detected during operation and the ir option was not recognized and suddenly reappeared. When testing with ir options, an error message stating the cable was not recognized by the light source was displayed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the scope connection did not work and an e876 error code was displayed. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective connector socket. Olympus will continue to monitor field performance for this device.